Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level and motor error. The customer¿s blood glucose was 51 mg/dl at the time of the incident and current blood glucose was 51 mg/dl. The customer was treated with apple juice. The customer alleges pump was over delivering because they had woken up with low blood glucose in the morning. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.